Event description:
It was reported via repair work order that the fowler malfunctioned and lowered on a caregiver's arm -- resulting in a bruise to the caregiver. There was patient involvement; however, no adverse consequence or clinically relevant delay in treatment was reported for the patient.

Event description:
It was reported via repair work order that the fowler malfunctioned and lowered on a caregiver's arm -- resulting in a bruise to the caregiver. Manufacturer's investigation is ongoing. If additional information is received, a follow-up report may be submitted. There was patient involvement; however, no adverse consequence or clinically relevant delay in treatment was reported for the patient.

Manufacturer narrative:
Based on the customer's allegation, the level 1 root cause for the alleged drop issue is unknown. Evaluation of the unit by a stryker technician found the fowler to be difficult to raise and lower with no identification of a drop condition. Therefore, a specific level 2 root cause for the issue is unknown as well. Based on a review of the design and functionality of the fowler, there is a potential that the handles may have been inadvertently activated when weight was applied to the fowler section. However, this could not be confirmed.